Manufacturer narrative:
Additional information received from the hospital discharge summary indicated that during the patient¿s admission in early (B)(6) 2011 for treatment of an nstemi, a tte echo had showed a mobile mass on the patient¿s mitral valve along with severe mitral regurgitation. The decision regarding a valve-in-valve repair (sapien valve into the existing prosthetic mitral valve) was discussed at the time, but was delayed when the patient¿s admission was complicated by other significant medical co-morbidities. On (B)(6) 2012 the patient underwent the transapical tavr procedure. Per report, the first 26mm sapien valve emoblized and a redo sternotomy was required for the removal of the valve. A second 26mm sapien valve was then able to be implanted. During the procedure, the patient received multiple blood products and was placed on cardiopulmonary bypass for 285 minutes. The patient then noted to have been admitted to the ICU after the procedure. Post op the patient experienced multiple complications including aspiration pneumonia for refractive hypotension and cardiogenic shock, post op hemathorax and mediastinal hematoma, asystole episode, acidosis and worsening chronic renal insufficiency requiring crrt. Post operative echo ((B)(6) 2013) revealed the bio-prosthetic mitral valve to be functioning normally. The patient required mechanical ventilation and vasoppresor support throughout the entire post-operative hospital course and ultimately, on post op day 25 ((B)(6) 2013) after discussion with family, vasopressor support was stopped and the patient expired. Per the instructions for use, cardiogenic shock is a potential risk associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement and bioprosthetic heart valves. Cardiogenic shock can have multiple etiologies, including myocardial infarction, ventricular tachycardia, cardiomyopathy, and damage to the heart muscle. It is most often due to poor ventricular function. Other major risk factors that may predispose a patient to cardiogenic shock include advanced age, a history of heart failure, previous myocardial infarction, and coronary artery disease. Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcather heart valve procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. The safety and effectiveness of the edwards sapien¿ transcatheter heart valve implant in the mitral valve position has not been established, is not an approved method of delivery for the sapien valve in the united states, nor is it endorsed or recommended by edwards lifesciences. In this case, it appears that the patient¿s underlying significant co morbidities and procedural factors (mitral implantation, embolization) might have caused or contributed to the events. Additionally, post tavr tte (pod 20) demonstrated the valve appeared to be functioning normally. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required

Manufacturer narrative:
At this time it is unknown which of the two valves that were initially reported was implanted first. On this basis, the information for both valves is being provided: model # 9000tfx26/serial# (B)(4)/lot# 59101802/mfg. Date: 7-18-2012/exp. Date: 5-29-2014. Model # 9000tfx26/serial# (B)(4)/lot# 59300618/mfg. Date: 6-22-2012/exp. Date: 5-29-2014. Investigation is ongoing.

Event description:
As reported through the implant patient registry (ipr), during the tavr procedure, after deployment of the 26mm sapien valve in the mitral position, the physician decided to implant a second 26mm sapien valve within the first valve.